Event description:
Generator did not recognize disposable device mid-procedure and device was unable to be utilized.

Event description:
Device not recognized, end of life error during surgery.

Manufacturer narrative:
Product event (B)(4) testing performed: visual inspection: the product arrived in an unopened corrugated cardboard shipping box. The box contained three devices with no additional shipping material. It included a returns good information sheet, which contained information for only a single device. The three devices returned were all plasmablade ps210-030s the three devices are all opened and were not returned with their original packaging, except for one device which was bagged with its tyvek lid. The devices were not double bagged in biohazard bags; all three devices were single bagged and then wrapped together in a larger non-biohazard bag the lots numbers of each device could not be confirmed since the incident report did not have lot numbers identified and only one device was returned with a tyvek lid which displayed the lot number visual investigation: each device was referenced as a and b device a: device returned with its tyvek lid which identified its lot as 56810 and an expiration date of 2015/07. There was evidence that it was used in a surgery: there were traces of dried blood along the shaft, body, and tip, though there was no evidence of charring on the blade or any coagulated material in the suction opening. Device b: was returned with no label so there is no lot or expiration information. There was clear evidence that it was used in a surgery and introduced to a patient: there is charring on the blade, dried blood on the tip, shaft, and handle, and the shaft has coagulated blood/tissue in the suction opening. Functional evaluation: each device was evaluated using a pulsar ii generator (ps100-102) eqp# 6794 (calibration due date: 09/2013) device a and b: gave e5 (end of life) error when plugged into the generator. Eprom bypass connector was used to test performance activated device at cut setting 10 with good cutting performance activated device at coag setting 10 with good cutting performance the functionality of the devices was confirmed investigation conclusion: devices a and b are confirmed. Both are exhibiting the e5 "end of life" error when attached the generator. This error would appear for any device after is connected to a generator past the 24 hour period, so while it can be confirmed the device is functioning as intended, it can't be confirmed whether this error appeared in the field. There is a known bug in the 4.0 software that causes the e5 end of life error message to appear when I device is still within the 24 hour operable period. The failure is induced when I device is plugged in, and then the generator is subsequently powered-down and unplugged, and upon using the device again even within the 24 hour window, the generator will issue an e5 error and render a good device inoperable. This bug was fixed in software upgrade 4.1, but it is plausible that the generator used with these devices has the old 4.0 software, which could have resulted in the e5 errors. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection product event: (B)(4).